Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock when walking. Boston scientific technical services (ts) reviewed and found that the shock was due to oversensing of noise that could be related to movement of the subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) discussed potential troubleshooting and programming options. The field representative stated that the sensing vector was reprogrammed to a different vector and noise was still able to be seen. The third vector was programmed with no noise visible, thus the physician believed the device was moving in the pocket causing the noise. Approximately two months later oversensing of noise continued and a revision procedure was performed. During the procedure it was noted that the suture sleeve was covering the primary sensing electrode by 90 percent. The physician corrected the tie down without removing the electrode. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.